Event description:
It was reported that a cartridge alarm occurred, displaying "high" for the customer's blood glucose level, although the specific value was unknown. The customer addressed the issue by performing a correction injection via multiple daily injections (mdi) without needing third-party assistance. The issue did not occur during the load process and there was a history of consecutive cartridge alarms with this pump. Technical support decided to replace the pump and discuss options for an out-of-warranty loaner pump with the customer, as the current pump was no longer under warranty.

Event description:
It was reported that a cartridge alarm occurred, displaying "high" for the customer's blood glucose level, although the specific value was unknown. There was no adverse impact to the customer's blood glucose level. The customer addressed the issue by performing a correction injection via multiple daily injections (mdi) without needing third-party assistance. The issue did not occur during the load process and there was a history of consecutive cartridge alarms with this pump. Technical support decided to replace the pump and discuss options for an out-of-warranty loaner pump with the customer, as the current pump was no longer under warranty.